Event description:
It was reported that a leak in the syringe system led to filling of the syringe with air. This was identified prior to injection and reportedly, no pt injury was associated with this event.